Event description:
It was reported that an unspecified number of ser plastipak 10ml s ls experienced product damage/deformation with the device still considered usable. Product defect was noted during use. The following information was provided by the initial reporter: when opening one of the boxes, our collection department identified that several units are having trouble when pulling the vacuum at the time of blood collection. In some cases, up to 5 syringe units had to be used to collect a single tube of blood.

Manufacturer narrative:
Investigation summary: analyzes of the batch history, quality notifications and maintenance records were performed and no quality deviations were found. We inform that for bd products all the production processes are validated according to established criteria to the fulfillment of the users¿ requirements. By analyzing the customer samples we can verify that there was a deformation in the internal region of the syringe nozzle due to the production process in the molding step. The mentioned region is more susceptible to variations depending on the product design and needs more time to solidify over other areas, so the occurrence of deformation is related to temperature variation in the injection mold cooling system. Due to the absence of a history of quality problems during the control and maintenance inspections of the equipment, we consider that the failure was punctual and should be monitored in the next production with an increase in the frequency of functional tests and warning of possible equipment system failures.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of ser plastipak 10 ml s ls experienced product damage/deformation with the device still considered usable. Product defect was noted during use. The following information was provided by the initial reporter: when opening one of the boxes, our collection department identified that several units are having trouble when pulling the vacuum at the time of blood collection. In some cases, up to 5 syringe units had to be used to collect a single tube of blood.